Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Recaptured codes on h6 (type of investigation).

Manufacturer narrative:
D6b. Explant date provided.

Manufacturer narrative:
Ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 67 year old male underwent elective placement of an impella device with a pre support clinical state consistent with scai shock stage d. During ongoing support, the patient experienced a new episode of confusion and a suspected embolic stroke. The clinical team reported that the patient had not been receiving systemic heparin, and act values were not within the 160¿180 second range around the time of the event. Echocardiography confirmed appropriate device placement at the time of injury. No other medical devices were involved, and no biomaterials were reported in the outflow; the device remained in place and continues to provide support. The patient injury was characterized as a cva/stroke, and the event was attributed to the impella in the context of absent systemic anticoagulation. No product return is expected as the patient remains supported.